Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specifications, the complaint could not be replicated. Production reports were reviewed. (B)(4): device was not returned to manufacturer.

Event description:
On (B)(6) 2012, the patient reported that the basal rates on her infusion device were not working. She stated that on (B)(6) 2012 at 1:30 am she was admitted to the hospital. When she tested her blood glucose level read hi on the blood glucose monitor. When she arrived at the hospital it was 515 mg/dl. Her normal range is 80-250 mg/dl. She was treated with shots of insulin while at the hospital. The patient found out that she was having issues with her heart while she was at the hospital. She switched to her backup infusion device and was released from the hospital on (B)(6) 2012. The patient thinks the infusion device was not delivering the basal rates; she stated that the insulin in the insulin cartridge never changed. The elevated blood glucose levels began on (B)(6) 2012. The patient has not been allowing the insulin to warm to room temperature before using it. Troubleshooting with the patient did not identify any issues with the infusion device. The patient's blood glucose level has been under 250 mg/dl since she switched to her backup infusion device. The infusion device was requested to be returned for product evaluation.